Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the suture broke (during passage through tissue / during tying / post-op)? Was there any adverse patient consequence? If so, was there any medical or surgical intervention performed?

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2018 and suture was used. During the procedure, the surgeon closed the fascia after a laparotomy and after he had closed, the suture strand snapped. It was unknown when exactly the suture strand snapped. The surgeon was concerned that the suture strand might break in the patient. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional h3: actual device returned and evaluated. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were as expected and marks were observed on the body needle, and the end of the suture was observed cut appears to be by use of a surgical instrument. In addition, the sample was tested by knot tensile strength and the result was above the minimum individual strength requirement.